Event description:
The customer reported the system's left monitor failed to display an image. There is no report of pt injury.

Manufacturer narrative:
Am ge service representative performed an onsite investigation. The left monitor was replaced. The system was then fond to be operating as intended.